Event description:
Healthcare professional reports end user injury to right thumb while using direct check quality control. The end user was removing the vial from the plastic sleeve, the vial cut through his glove, pricking his finger tip. The wound was cleaned with water and peroxide. No report of serious injury.

Manufacturer narrative:
This MDR submitted 08/22/2011. References itc complaint # (B)(4), (lot# k0dca026). Method: device record history was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Result: record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The direct check protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.